Manufacturer narrative:
The pipeline push wire and pipeline braid were returned for evaluation. Additionally, customer photos have been received from the site. From the customer¿s photo, the pipeline braid was observed to be released from the capture coil and fully open with no damages. The returned pipeline braid was observed to be released from the capture coil. As received, the pipeline braid was not attached to the push wire, therefore the distal and proximal ends of the braid could not be determined. The pipeline braid was observed to be fully open on both ends, with one end having severe fraying and the other end having slight fraying. The middle section of the braid was observed to be compressed. Based on the customer¿s photos and analysis findings the clinical observation could not be confirmed. We are unable to definitely d etermine the cause for the reported experience. Several attempts were made to gather additional information related to patient anatomy and device use, however no further information could be obtained. Furthermore, it is likely that the braid was damaged during s hipping, as the pipeline braid was not damaged in the customer photo and was found to be damaged upon receipt. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during the embolization treatment the device did not open, despite several attempts. It was reported that device was pushed out 4-5mm from the catheter and the physician rotated the pushwire clockwise direction; however the "head" of the device was locked. Several attempts were made to release, without success. The physician withdrew the device successfully and replaced it with another device to complete the procedure. No patient injury was reported.